Event description:
It was reported that at follow-up, the physician found several therapies delivered due to noise. Noise was not reproducible with provocation testing. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.